Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was in decent condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that bipolar energy was not working intermittently. The customer had power cycled the integrated electrosurgical unit (iesu) and tried different instruments along with cords, but the issue was not resolved. The tse confirmed with the customer that the iesu power cord was connected directly into a wall power outlet. The customer had also tried both bipolar ports but the bottom port might be worse. The procedure was completing as planned with no reported injury.